Event description:
Discordant thyroid stimulating hormone (tsh), free t4 (ft4), vitamin b12, ferritin, folate, peptide hormones, steroid hormones, digoxin, human chorionic gonadotropin (hcg), and troponin results were obtained on approximately one-hundred and ten patient samples on an advia centaur xp instrument. The discordant results were reported to the physician (s). The samples were rerun, and the corrected results were reported to the physician (s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that aspirate probe 4 was not aspirating liquid due to a blockage. The fse replaced the pinch valve and the aspirate probe and flushed the tubing from the probe to the pinch valve. The fse checked for proper aspiration, which was present. The customer then ran quality controls, all of which were within range. The cause of the discordant results was the blocked aspirate probe. The instrument is performing according to specifications. No further evaluation of this device is required.